Event description:
It was reported that the vertical lift column on the 9800 sys would not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was tested, and found to be working as intended, and put back into svc.